Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for damaged tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd was not able to identify a specific root cause in the manufacturing process for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: there was "blood leakage due to a hole in the tubing."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: there was "blood leakage due to a hole in the tubing."